Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code).

Manufacturer narrative:
(B)(4). The user narrative was not confirmed, however other defects was found which was corrected. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video ultrasound scope eg-3670urk. In the event reported, it was stated that there was no video image. It is unknown when the anomaly was discovered. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4) and was inspected where the user narrative was not confirmed. The inspection findings are as follows: umbilical cable buckle at umbilical connector side; customer complaint not duplicated; left light carrying bundle distal cover glass cracked, passed wet leak test; passed dry leak test; ultrasound image no scan line; insertion tube bump at stage 1; pve connector housing scratched; eus cable single/ long buckled at junction root brace; sub connector disconnected at base; ccd circuit board eprom failure; bending rubber severe discoloration; ccd circuit board wrong model/ serial number information; forward body cover cracked; leak at forward body cover. Although the user narrative was not confirmed, the device needed to be repaired to correct other defects found and was returned to the user on delivery (B)(4). Parts were replaced: o-rings and seals; light guide cable; suction channel lg; air/water supply tube lg; lcb distal cover glass; bending rubber; pcb for ccd k3a pb-free/ ntsc; body cover grip. A review of the service history indicates the device was not routinely serviced at a pentax facility. On 24-sep-2021, a device history record (DHR) review for model eg-3670urk, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 22-sep-2007 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.